Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump over delivered while being on vacation last year. The customer stated that the insulin pump was exposed to water and then the device alarmed motor error. The insulin pump was replaced at that time. Recently, the customer send an e-mail and stated that the insulin pump gave him 100 units of insulin while walking to his hotel room. The customer stated that his blood glucose reading was 218mg/dl at this point, and shortly after his glucose level went down to 60mg/dl. The paramedics were called and customer was taken to the emergency room. The customer stated that he was released the same day after his blood glucose was stable. The insulin pump was without a battery and troubleshooting was not performed. The customer is keeping the insulin pump.